Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the coronary occlusion was likely related to the aortic root rupture. The root cause of the aortic root rupture is likely related to the patient¿s advanced age and procedural complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral valve placement, there was a left main occlusion causing st segment changes, and CPR was given followed by a bare metal stent. Additionally, there was a contained aortic root rupture, which did not require intervention. The area of the annulus was approximately 416-430 per CT. The stj and sov were within normal limits. It was noted that this was a patient who was considered very sick. She had a mean gradient of 109mmhg prior to the case and an aortic valve opening of 0.2cm². The esheath was inserted without issue. Balloon aortic valvuloplasty (bav) was performed. The commander delivery system with the 23mm s3 was inserted and delivered to the annulus. The valve was deployed under rapid pacing and was approximately 90:10 aortic/ventricular. Post deployment, the patient was stable and a root shot was taken. It was noted the gradient came down to 9mmhg. A small effusion was noted, but after comparing to the pre-tavr images, the same effusion was seen. The patient was stable throughout this assessment, but there were st segment changes. After tte assessment, the md team determined there was a left main occlusion causing the st segment changes. CPR was given and then a bare metal stent was placed, followed by a stent graft. However, post stenting, the effusion appeared larger and it was determined there was actually an aortic root rupture. The patient was placed on general anesthesia, with a pericardial window and a tee probe was inserted. Once the tee probe was positioned a dissection from the root area up to the aortic arch was noted. After conferring, the md team decided to drain the effusion and not open the chest. But this point the root rupture had sealed itself off. The patient was stabilized. By the time they were getting ready to take the patient off the table, the dissection was thrombosing. The patient was alive when the field clinical specialist (fcs) left the hospital the native annulus measured 21.8 x 24.7 via CT with moderate annular and leaft calcification, and moderate aortic root calcification. The sinotubular junction (stj) measured 23 with severe calcification.